Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located in the supraclinoid segment of the right internal carotid artery the push wire was observed to be loose, at the height of proximal mark of the device. The device was resheathed once, as it was not in the desired location. The device was partially expanded at its distal end and attempt was made to remove the assembly device and microcatheter, but in that operation the device was released from microcatheter. Attempts to withdraw were made, as the physician was unable to decide to release the device in a position unwanted and leaving distal fragment loose in the artery. It was reported that a second device was placed and jailed the fragment between itself and the right carotid siphon artery. The patient was reported to be doing excellent and is currently waiting for a second session in which the plan is to telescope a third pipeline.

Manufacturer narrative:
Device evaluated by manufacturer - additional information the pipeline flex delivery system and microcatheter were returned for evaluation without the pipeline as it was implanted in the patient. As received the pushwire was found separated at the distal hypotube and the hypotube was found to be severely stretched. The broken end of the pushwire was then sent out for further sem testing which showed tensile overload. In addition, the lot history record of the reported lot number showed no quality issues against the lot and no other anomalies were found during the document review. Based on the customer¿s photos and the analysis findings, the clinical observation was confirmed. It appears the pushwire separation was secondary to tensile overload. We are unable to definitively determine the cause of the tensile overload; however the flattened and accordioned microcatheter were indicative that the devices were likely being advanced and withdrawn against excessive resistance; subsequently causing the pushwire to become separated. Per our instructions for use: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿